Event description:
Additional information received from a consumer reported the patient went to the clinic, on (B)(6), due to their pain pump alarming. The patient's pain was at a level of 7/10. It was noted the pump had been stalled for 11 days, and had faulted 3 times total. The pump was set at 0.65 mg/day of dilaudid. It was noted the pump no longer worked and needed to be replaced in order to continue intrathecal pain management. The patient was given oral medication to cover pain. On (B)(6), the patient described their pain as throbbing, exhausting, unbearable, burning, with numbness. During the next pump refill, on (B)(6), the patient noted their pain was throbbing, dull, exhausting, unbearable, and burning. On (B)(6), the patient's pain was sharp, throbbing, shooting, aching, tenderness, stabbing, burning, gnawing, unbearable, with numbness and tingling. The patient still had increased blood press ure and was waiting on cardiac evaluation for clearance for surgery. On 2019-aug-15, the patient's pump was replaced with a flowonix pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was hydromorphone at 0.04 mg with a bolus of 0.6498mg. The reason for use was non-malignant pain. It was reported that the patient alleged the pump was alarming or beeping and the ptm is providing alarm code 8476. The sound was consistent with pump alarms. The issue (beeping and alarm code) started ¿2-3 days¿ prior to the call date of (B)(6) 2019. The caller was to follow up with the healthcare professional (hcp). The patient mentioned he tried calling the manufacturer¿s representative (rep) today but was unable to reach her, so the patient called patient services (ps). Insurance only allows ¿so many visits" to the doctor per year before they charge the patient, so the patient was going to call the rep back. Ps again reiterated the alarm code and recommended that the patient follow up with the hcp for medical direction. The patient reported that they can receive a bolus 4 times per day and 120 ml every 2 hours. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-mar-15. It was reported that the patient¿s pump had been stalled for 258 hours. The patient does not have withdrawal symptoms but does have increased pain. The patient is on 5mg/ml hydromorph and 0.6498 mg/day. The caller checked the logs and reported that the first stall she could see was on (B)(6) 2019. The caller confirmed no emi/ MRI and magnets. The patient does work with speakers that have magnets, but the caller confirmed that the magnets are not ever directly over the pump. During the call, they reviewed motor stall considerations, including to silence audible alarms, consider pump replacement, consider programming minimum rate, cover patient with non-pump medication, periodically interrogate pump for stall recovery, pump off via password, and if explanted/replaced pump return to the manufacturer is recommended. The caller stated she was going to call the doctor to confirm what steps are next. There were no further complications reported/anticipated.